Event description:
Report 1 of 14 it was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was hemolysis and poor barrier separation of a patient sample. No patient impact reported. The following information was provided by the initial reporter: "gel separated unevenly despite repeat centrifugation, blood hemolyzed. Gel still in clumps mixed in blood, despite repeat centrifugation, blood haemolysed. Gel separated unevenly despite repeat centrifugation, blood hemolyzed. Patient ID: (B)(6)".

Manufacturer narrative:
H.6. Investigation summary: bd received seven (7) photos for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation, hemolysis, and gel smearing was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation, hemolysis, and gel smearing was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes (hemolysis, poor barrier, and gel smearing) via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation, hemolysis, and gel smearing based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 1 of 14 it was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there was hemolysis and poor barrier separation of a patient sample. No patient impact reported. The following information was provided by the initial reporter: gel separated unevenly despite repeat centrifugation, blood hemolyzed. Gel still in clumps mixed in blood, despite repeat centrifugation, blood haemolysed. Gel separated unevenly despite repeat centrifugation, blood hemolyzed. Patient ID: (B)(6).